Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient came in and the pocket site was possibly infected. The patient was treated with antibiotics and no surgical intervention was planned at the time of this report. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.